Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that after four days, the catheter was blocked. The nurse had to use another device. The doctor has prescribed other catheters (with different size and material). No lubricant was used. The balloon was inflated with water or saline.